Event description:
During a primary knee surgery performed on (B)(6) 2023, the femoral trial holder / ps box guide (product code 9065.88.140, lot #16ae02d) broke and the piece was retrieved from the surgical field. It was reported that the event occurred after cutting the femur, when hammering the guide to place the ps box on the cut femur. Despite the breakage, it was reported that the handle didn't malfunction. Another instrument was used to complete the surgery, therefore the surgery got delayed of a few minutes. According to the received information, the instrument was used about 40 times. Event happened in south korea.

Manufacturer narrative:
Checking the device history records of the involved lot #16ae02d, no pre-existing anomalies were found on a total of (B)(4) instruments manufactured with that lot #. This is the first and only complaint received on lot #16ae02d. Device analysis: the instrument was returned to limacorporate for further analysis. Visual inspection confirmed that the elastic element on the surface of the instrument detached from the body, but the observed breakage has occurred along a plane on which movement of the elastic element is not foreseen. We hypothesize that the element had been forced to move on an unintended direction, therefore the reported failure was due to misuse of the instrument. Considering that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #16ae02d; visual inspection confirmed that the elastic element broke along of a plane on which its movement is not intended; we can state that the event was due to misuse of the instrument. Event classified as not product related. Pms data: according to our pms data, we can estimate the breakage rate of the instrument 9065.88.140 to be 0.31% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #16ae02d, no pre-existing anomalies were found on the components with that lot #. This is the first and only complaint received on this lot #. We submit a final MDR as soon as the investigation is complete.

Event description:
During a primary knee surgery performed on (B)(6) 2023, the femoral trial / ps box guide (product code 9065.88.140, lot #16ae02d) broke and the piece was retrieved from the surgical field. It was reported that the event occurred after cutting the femur, when hammering the guide to place the ps box on the cut femur. Despite the breakage, it was reported that the handle didn't malfunction. Another instrument was used to complete the surgery, therefore the surgery got delayed of a few minutes. According to the received information, the instrument was used about 40 times. Event happened in south korea.